Manufacturer narrative:
Evaluated 5 open/used reservoirs. Inspected reservoirs, snap-cap, and septum for anomalies none were found. Ran occlusion test per dop114-811 as follows: reservoir filled with diluent and connected to a new infusion set, installed reservoirs & connector into a paradigm pump. Performed a manual prime visual fluid flow through infusion set and out catheter tip. Conclusion: reservoirs not occluded. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received insulin flow block alarm. Customer stated alarm did not occur during fill tubing and event was resolved by reservoir change. No harm requiring medical intervention was reported. The device will be returned for analysis.